Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners, partially broken off reservoir tube lip and cracked reservoir tube. Drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top ring is damaged and a piece came off the reservoir compartment on the insulin pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.